Manufacturer narrative:
The following devices were also listed in this report: secur-fit max 127 hip stem #10; cat# 6052-1035s; lot# mldryr, c-taper cocr lfit head 36mm/-2.5mm; cat# 06-3697; lot# mkeyx2, primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e lot# mljv2r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by(B)(6) legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Based on a legal complaint filed by plaintiff on (B)(6) 2012, patient alleges he underwent a ltha and was implanted with a secur fix max stem, c-taper lfit femoral head, trident insert and a tritanium cup. On (B)(6) 2012 he was admitted to rehab with diagnosis of ltha complicated by wound infection and avascular necrosis. On (B)(6) 2012 he underwent a stage 1 revision of ltha with a placement of an antibiotic cement spacer and a greater trochosteotomy was performed and three competitor grip cables were inserted around osteotomy. Prior to stage 2 of the revision, plaintiff was diagnosed with a periprosthetic fracture around the proximal cerclage wire with "multiple fracture lines extending through the medial and lateral aspect of the greater troch"